Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: moisture damage was found inside the pump on the display board, and on the display. A leak test was performed and failed due to a crack in the pump case between the corner of the lens and the case seal. The pump files were unable to be downloaded due to the internal moisture damage. The pump powered on to a blank display with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display.

Manufacturer narrative:
Follow-up #2, 31-march-2017- correction to serial#.